Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke into two pieces.

Manufacturer narrative:
Additional narrative: examination of the returned product confirmed the reported event. A previous investigation determined that the instruments had excessive levels of inherent stress and that this stress was created during the vendor's manufacturing process. A print change was made to add an annealing process to the affected items. Eco# (B)(4) was implemented on (B)(4) 2010. The health hazard evaluation, root cause, and corrective action is documented on dva# (B)(4), eco# (B)(4), and CAPA (B)(4) that was closed on (B)(4) 2011. The returned sample was manufactured prior to the (B)(4) 2011 effectivity date from (B)(4) 2010 . Based on the investigation findings, the need for further corrective action is not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.